Event description:
It was reported that the customer went to the emergency room (ER) and/or was hospitalized; cause was not clear. A blood glucose level was not provided. Customer was treated with "fluids"; nature of fluids was not known, and discharged the following day with the issue resolved. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.